Manufacturer narrative:
(B)(4).batch # p56w52. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. In addition with tissue present. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: when the "clips were not placed all the way around the anastamoses" what confirmation was received that the device was fully fired? No suspicious was noticed. It felt like it always does. What was the shape of the staples (b-formation, irregular, legs straight)? Some was placed in the tissue but a lot of staples was noticed loose in the stapler and they were irregular. Like starting to bend the staple legs but not fully b shaped. Were the staples deployed into the tissue? Yes but there was no staples in the back side of the anastomosis. Were the staples seen in the surgical field? Unknown. Did the device cut? Yes was the cut line circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. How many counter-clockwise revolutions were used to open the device? 3/4. How was it confirmed that the anvil was free from the tissue prior to removing? It was easy to remove. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Were there any patient consequences as a result of the event? The or time was prolonged with one and a half hour.

Event description:
It was reported that during an known procedure, the surgeon fired the stapler in the rectum but the clips were not placed all way around the anastomoses but were still in the stapler after ended firing sequence. The surgeon had to take a new cdh29a to restaple and finish the procedure.